Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and two shocks while the patient was in atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) recommended programming changes. This device remains in service. No additional adverse patient effects were reported.